Manufacturer narrative:
The investigation confirmed a lower than expected vitros tsh result from a non-vitros quality control fluid using a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical vitros tsh quality control results indicate vitros tsh lot 5610 was performing as expected prior to the lower than expected vitros tsh result. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5610. Although acceptable within run tsh precision results indicate the vitros 5600 system was performing as expected, an unidentified transient analyzer issue occurring on (B)(6) could not be ruled out as a contributor to the event which occurred on (B)(6). In addition to the possibility of a transient analyzer issue, an issue with the quality control fluid cannot be ruled out or confirmed as contributors to the event.

Event description:
A customer obtained a lower than expected vitros tsh result from a non-vitros quality control fluid using a vitros 5600 integrated system. Biorad lot 40961, vitros tsh (lot 5610) result 0.238 miu/l versus the expected vitros tsh result 0.652 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh result was generated from non-patient fluid; however, the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).